Event description:
Pt was cleaning the lens and it broke. The edge was rough and that caused the lens to break. The lens was hurting the pt and she thought it was dirty. That is why she was cleaning it. The edge condition scratched her cornea. She sought treatment from her dr. Her eye healed with no permanent damage.